Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency had effusion of knee injected. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (between (B)(6) 2017), the patient received treatment with intra-articular synvisc one injection once at a dose of 6 ml for knee pain into the right knee (batch/lot number: 7rsl021, expiry date: may 31, 2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had effusion of knee injected. Corrective treatment: not reported. Outcome: unknown. A global pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced effusion of injected knee. The event is temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.